Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 37.1-37.3cm from the distal tip, consistent with lead friction to the suture sleeve. Externalized conductors due to internal insulation abrasion were noted at 9.5-12.5cm from the distal tip. Internal insulation abrasion was noted at 14.0-15.0cm and 36.0-37.0cm from the distal tip. Internal insulation abrasion under the svc shock coil were noted at 22.3-22.9cm, 23.4-23.6cm, 24.2-24.3cm, 22.7-22.8cm, 23.3-23.4cm, and 24.2-24.4cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 21.0-21.2cm and 23.8-23.9cm from the distal tip. The etfe coating was abraded at these locations, consistent with the field observation of noise.

Event description:
It was reported that the patient received inappropriate atp therapy after the device had inappropriately diagnosed vf due to oversensing of noise. High voltage therapy was aborted. The lead was explanted and replaced. The patient was asymptomatic and stable post procedure.